Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. There was no indication of a device malfunction.

Event description:
This patient had sepsis and was brought to the ER with changes in level of consciousness. The patient was intubated and put on a ventilator. Irregular rhythm of a-fib and v-tach led to the start of amiodarone. The patient's rhythm paced but no pulses or pulse pressure. CPR started x25 min. Echo showed no contractility of the left ventricle. The patient expired on (B)(6) 2013.